Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent patient presented in the clinic for follow-up. It was noted that the right ventricular lead exhibited variability in sensing and oversensing of noise, resulting in pacing inhibition. The patient reported episodes of syncope. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition and there were no complications during the procedure.